Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawers did not detect on communication bus. A field service engineer powered station off and checked in drawer connections. Inspected bus cable behind station and power on to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawers kept failing, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.